Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The root cause of this event cannot be conclusively determined with the available information, however it is possible the event was due to improper technique (use of the instrument without the corresponding counter torque wrench) and misuse (using the blocker holder to perform final tightening). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event, reference 3003853072-2016-00016 through 3003853072-2016-00018.

Event description:
It is reported the surgeon experienced difficulty inserting the nut. He felt the diameter of nut was small and the shape and blade of screwdriver is narrow. The surgeon decided to verify with x-ray, because there was a probability while placing the screw that it can get beyond the vertebrae. X-rays were used during the surgery in order to control the placement of the transpedicular fixation system. It is reported the surgeon made four times more x-rays during this surgery than another surgery due to the issue reported. A surgical delay of 30 minutes was reported. The surgeon decided to use another system. It is reported the instinct final screwdriver was damaged during final tightening step. The instinct torque limiting t-handle was used for blocker final tightening, however the counter torque wrench was not used. In addition, it was reported the surgeon knew the blocker holder instrument should be used to hold the blocker, however he used it for final tightening.

Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The review of product returned (instinct blocker lot e80290 qty 1 and lot e80285 qty 1) showed that the internal threads of instinct blocker are damaged. Based on the information available and the investigation finding, the exact root cause of this issue can not be determined. (B)(4). Supplemental report one of four for the same event, reference 3003853072-2016-00016-2 through 3003853072-2016-00018-2.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. Supplemental report four of four for the same event, reference 3003853072-2016-00016-1 through 3003853072-2016-00018-1.